Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085524) that a patient of unknown age who underwent breast prostheses implantation with mentor saline implants for an unknown indication on (B)(6) 2002 experienced possible lupus, antinuclear antibodies positive, thyroid issues, hair loss, bladder loss, memory loss, vision loss, suicidal thoughts, and anxiety. The patient underwent explantation on (B)(6) 2019. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms is unclear. See 1645337-2019-11776 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4) on 5/14/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).